Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. International UDI #: (B)(4). The field service engineer confirmed the reported issue. The customer elected to return the device to teleflex, a third party service provider for repair, no other information was provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator alarmed an (1102) error code primary test failed. There was no patient involvement.